Event description:
Consumer reported that she is a caregiver for a pt with hepatitis c awaiting for liver transplant. She was giving her pt an insulin injection and while she was recapping syringe, the needle went through the orange shield and stuck her finger. Consumer went to a local hospital and was advised that proper treatment could be received at a clinic in which consumer had a blood test and still awaiting for result.

Manufacturer narrative:
No product is anticipated as complaint indicates that consumer will keep the product. Complaint history check yielded one complaint for the lot reported for an unrelated issue. Device history record review was performed, and no defect or notifications were found. No obvious trends were noted. Regulatory compliance will continue to monitor on monthly trend reports.